Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:21:40. During night drain cycle one, the patient's ultrafiltration reading was 954ml, indicating the home patient (hp) drained 954ml more than their maximum programmed fill volume of 1400ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be a false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.